Manufacturer narrative:
Patient mentions that he seems like there is a film over his left eye. Placeholder.

Event description:
Patient was in for a flap lift and clean the left eye due sub epithelial opacitites thought to be due to use of besivance pre and post lasik surgery. Patient with halos/glares/shadows post-surgery. Patient experienced loss of best corrected visual acuity. Patient states visual acuity not as foggy as it use to be but visual acuity not as sharp as the right eye.

Manufacturer narrative:
Evaluation codes - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012, due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(4) 2013. Doctor stated that the issues were thought to be due to the use of besivance. An amo representative visited the site on (B)(4) 2012, for a normally scheduled preventive maintenance and did not identify any issues associated with the event. System met amo specifications. Placeholder.